Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that an 11-year-old male child patient's infusion set's tubing was detached from connector on (B)(6) 2022. Therefore, the blood glucose level of the patient at the time of event was between 90-200 mg/dl. Moreover, the infusion set was used less than a day and only one infusion set was having issue. The patient replaced infusion set and insulin was resumed successfully. No further information was available.